Manufacturer narrative:
Concomitant medical products: patient medications: lexapro; hydrochlorothiazide; iron; potassium; multivitamin; fish oil; simvastatin. (B)(4).

Event description:
On (B)(6) 2016, the patient presented for treatment of infrarenal aortic aneurysm and right common iliac aneurysm. Right internal iliac was previously coil embolized. It was reported the physician's plan was to place the main body up left side and place the contralateral leg up the right side. The rlt231212 was introduced on left side through 16fr dry seal sheath and placed below renal arteries and opened to the contralateral gate. Contralateral gate was then cannulated and pigtail catheter was advanced and formed. The rlt231212 was then deployed completely. The physician elected to attempt to advance contralateral leg on right side without advancement of sheath, but the pxc121200 would not pass through right common iliac. The physician then elected to remove the device and advance the 12fr sheath into the contralateral gate. The pxc121200 was then passed and deployed. At final run, physician thought that a possible type two endoleak existed from several pairs of prominent lumbars arteries. After several angiograms, it was concluded that the contralateral leg was placed outside the main body. The physician then chose to close patient and transport to another facility (hup) for possible aui and fem-fem and any further treatment.